Manufacturer narrative:
The highback safety vest sling was not properly placed on the sling bar, resulting in the patient slipping out of the sling and dislocating their shoulder. The lift was functioning as designed. This event was due to user error. In the instruction guide for sabina ii (7en155103), the safety instruction section states: before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to avoid bodily injury. The lifting accessory is correctly applied to the sling bar. The hill-rom mobility specialist will provide lift champion training for the staff at this account. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating during a lift, the patient slipped out of the sling and sustained an injury. The patient suffered a shoulder dislocation. The lift was located in the patient room at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).